Event description:
The account obtained discrepant results when a pregnancy test was run on a first morning urine sample for a negative result. The physician examined the woman and believed she was pregnant. A random urine sample was obtained and was negative. The physician ordered a quantitative test for a result equal to 51 mlu/ml from the reference lab. The methodology for testing hcg was the acs180. The pt had come to the facility for treatment of an infection. The results were reported to the physician before any treatment was done on the pt.

Manufacturer narrative:
Evaluation complete - final report.